Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited unsatisfactory capture, unsatisfactory sensing and failed to retract. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.